Event description:
Called to room approximately half hour after accessing implanted part with 20g port-a-cath gripper. Tubing leaking with blood coming out of "y" leur lock port, cap had fallen off after rn left. Rn drew 7cc of blood from this port/tubing; flushed with 20cc normal saline with no leaking. Needle removed from port which had to be reaccessed. Second port-a-cath gripped needle used. Rn had to tighten leur lock connection, it was very loose at leur lock site.